Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred "from a pinhole on the catheter tubing" around the locking titanium adapter. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and no issues were identified. A connection test and a dimensional inspection were performed, and all specifications were met. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.